Event description:
Additional information received identified on (B)(6) 2017 the sensor was recalibrated through echo (noninvasive technology) and x-rays were taken. However, valid readings were not captured. Later, on (B)(6) 2017 the sensor was recalibrated with right heart catheterization which resulted in valid readings, hence, resolved the issue.

Event description:
Additional information received identified the patient received second sensor on (B)(6) 2017. The patient is taking valid readings since then.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced dampened pressure waveform during the calibration process following the hf sensor implant procedure. Troubleshooting was tried to no avail. Further trouble shooting is planned at a later date as a next course of action.